Manufacturer narrative:
We have not received the complaint device for evaluation since the device is currently in transit. However, we have observed the reported incident in the picture that was provided to us. In the picture, we observed a circumferential rupture of the tuftex embolectomy catheter. We observed the balloon has flipped distally. According to the surgeon, the balloon ruptured when he attempted to pull the clot. The lesion site did not have strong calcification. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. The current rate of incidents relating to balloon bursts is within the acceptable rate stated in our risk documents. There was no impact on the patient's health because of this incident. The surgeon used another catheter to remove the clot.

Event description:
The balloon of the tuftex embolectomy catheter ruptured during an embolectomy procedure. The surgeon then used another tuftex embolectomy catheter to complete the procedure.